Event description:
Rptr applied a new band-aid advanced healing strip to a small less than 1/2 in square-scrape, on right elbow. Approx 36 hrs later rptr was admitted to the hosp with cellulitis in right elbow. Rptr was in the hosp 10 days, initially receiving zosyn IV 4x daily, with heat. Seven days after hosp admission, dr changed the IV antibiotic to rocephin 2x daily. The following day an orthopedist opened the elbow, debrided and flushed it. The day after, rptr was released home, but must return daily for rocephin IV daily, and dressing changes and blood work every couple or three days. Rptr realizes their condition and outcome was influenced by having chronic lymphocytic leukemia or proliferative lymphocytic disorder, depending on which dr you talk to. Treatment for this condition is 35 grams of gamma globulin IV every three weeks. Rptr received their usual routine dose of this 7 days after hosp admission. Orthopedist told rptr that this strip, contrary to the protection claimed on band-aid box, sealed in naturally occurring staph, which grew like wildfire. Regardless of condition or any other factors, rptr does think anyone should take the chance of using these strips. There are no warnings of any kind on the box, no instructions to disinfect the area prior to application. Rptr believes johnson & johnson has a faulty product inadequately researched and described and prematurely put on the market.